Event description:
Spontaneous change in shape of right breast noted by pt. At the time of surgery, significant leakage of silicone that had been encapsulated as granuloma and siliconoma along the parasternal and right auxillary regions was noted. Left implant removed due to deflation of the outer lumen of the implant.